Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had a separation or break off on the base where the disposable cannula attached to from the outer cannula leaving the inner cannula with no base to attach to. There was an air leak and decreased minute ventilation with hypoxemia and hypercapnia. The patient died.